Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found signs of damage on one of the posterior grooves that are designed to slide into the locking feature of the mating tibial tray. Additionally, marks were observed on the surface of the device and the upper locking tab was found bent. The observed damage is consistent with unsuccessful insertion attempts during the procedure. A functional test was unable to be performed since the matting device was not returned for evaluation. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation were performed for the finished device DHR 151620605 / jk1658. Parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 17-aug -2021. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-july-2028. 5) IFU reference: (B)(4). Device history review a manufacturing record evaluation were performed for the finished device DHR 151620605 / jk1658. Parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. 1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 17-aug -2021. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-july-2028. 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no patient harm, it was a primary surgery and that there was no broken instrument.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they opened insert, no damaged was evident. Attempted to implant the insert several times and it would not fully seat. Opened a new insert and it seated fine. There was a 4 minutes of surgical delay. Doe (B)(6) 2022. Affected side: right knee.